Event description:
Caller reported that a malfunction occurred on the pump but no notable events preceded it. There was no adverse impact on the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer may continue to use the pump and was advised to call back if any malfunction occurs again.